Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned low results for an unknown number of patients tested for vitamin b12 and ferritin on a cobas e801 module. The customer provided the following discrepant results: the initial vitamin b12 result was < 100 pg/ml on the e801 module in question. The sample was repeated on the same module with a result of 278 pg/ml. The sample was repeated on another analyzer with a result of 329 pg/ml. The initial ferritin result was 4 (unit of measure not provided) on the e801 module in question. The sample was repeated on the same module with a result of 69. The sample was repeated on another analyzer with a result of 62 pg/ml. It is not clear if these results are for the same patient or different patients. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The procell syringes were turbid with contamination particles observed. The field service engineer (fse) visited the customer site and decontaminated the system. The fse noted contamination in the procell syringe and lines as well as in the sipper syringe and sipper lines. The system was fully decontaminated. The customer has had no further issues since the service visit.

Manufacturer narrative:
The alarm trace shows sample pipetting alarms, which is consistent with sample quality issues. The investigation did not identify a product problem. The cause of the event could not be determined.